Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported uncomfortable stimulation and that when she bends over slightly or sits down to use the bathroom it is a strong tick, tick, tick right under her behind at kind of the top of her leg on the inside. She has turned it down a couple times. When she go to use bathroom the stream is different, and at the end when it is ticking in her leg so much it is kind of spurting out. It is weird. She feels the settings aren't right the fluttering is there big time, the flow just isn't right, and she feels she is not peeing a lot when she goes. Toward the end the pulsing in her leg makes the urine come out in a pulse. If she roll over in bed a certain way the flutter is in the leg just driving her crazy. During the call, it was confirmed that patient was on program 4 at 2.5 volts. Patient decreased stim down to 2.3 volts on program 4. Patient was told to monitor symptoms for a couple days and see if she gets relief and if the stim is more comfortable. Additional information was received on 2019-12-06 and patient stated that a couple to 3 days ago she started having issues with her symptom control they also reported that she has the urge to use the restroom, but when she goes "its not very much and she just dribbles." They further stated that she wet her pants 3 times yesterday because she couldn't get to the restroom. Caller states that she did decrease stim on p5 to "2 something" because she didn't want to feel the "flutter" (caller confirms this was normal stim sensation and was comfortable, she just doesn't like that she notices it), but her symptoms are not improving. Caller states that she may increase stim on p5 and monitor symptoms. If this does not resolve her issue she will contact the hcp to review other programming options. No further complications were reported or anticipated.